Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and failed the clip test due to misapplication of the clip (e.g., the instrument passes engagement and able to retain clip through engagement but cannot apply the clip). Also, the instrument was found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, the clip could not be properly released from the grips. The instrument was found to have both tall input disks broken. Input disks 6 and 7 were found broken from the inside of the housing.

Event description:
It was reported that during central processing, the large hem-o-lok clip applier instrument's clip would not hold. There was no report of patient involvement.